Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user repeatedly received ¿alert 39 ¿ insulin shaft encoder failure¿ during initial setup of the ilet despite multiple restarts, and a replacement ilet was provided while the original unit was returned using a shipping label. Symptoms included no impact to blood glucose. Outcomes included no injury, no medical intervention, and continued use of the user¿s cgm while awaiting replacement. Investigation included collection of device history and coordination of return logistics with the carrier. Investigation of this case revealed a device malfunction related to the insulin delivery mechanism consistent with a shaft encoder failure, and the affected unit was replaced. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.